Event description:
Report received indicated that attempts to deploy the cypher stent were made; however, the balloon would not inflate. There were no anomalies seen during device inspection. The device was prepped and used following the instructions for use. Kinks were not noticed within the system. The contrast used is unknown, however, the contrast to saline ratio was 50/50. The intended procedure was angioplasty to the distal left anterior descending artery (lad). The vessel, lesion characteristics and if lesion was predilated is unknown. There was no resistance during advancement of device through the vessel or the lesion. After attempts to deploy the cypher stent were unsuccessful, another cypher stent system was used and deployed with the same indeflator successfully. There were no adverse effects to the patient.

Manufacturer narrative:
The stent delivery system has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.